Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer was advised to hold down the act button until they receive a series of beeps and the numbers appear on the display. The customer stated the insulin pump beeped but the numbers did not appear. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.